Event description:
It was reported when the device was used during a gastrectomy, the staples were malformed. The procedure was finished with a same like device. There was no consequence to the patient.